Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that one day post implant, the patient experienced a high heart rate and the leadless implantable pulse generator (ipg) exhibited high thresholds . It was also reported that the threshold value was noted to have further increased on pre-discharge device check. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.